Manufacturer narrative:
The technician switched the head and knee connections and the knee control ran the head down. The technician found the hand control was not working properly. He replaced the hand control to repair the bed.

Event description:
Information received indicates the head section will not lower.